Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Brother in law is calling on behalf of the customer. The customer is concerned with the non-fasting result of 580mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of "not feeling well". Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 07/23/2017. The meter memory was reviewed for previous test result history: (B)(6). On (B)(6) 2017 customer had blood glucose reading of 35mg/dl. He decided to intake sugar concentrated foods to elevate blood sugar. Then, on (B)(6) 2017 his blood sugar was 580 mg/ non fasting. Brother in law said customer is not feeling well and the brother in law did not know what to do. Therefore, the 911 was called. Customer rep had to call 911 to have customer checked since no one knew his status. However, customer refused to go to the hospital and refused to have blood sugar taken by ambulance (due to a scheduled bingo game). Will follow up with customer regarding his status.